Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during compression of the right groin, post sheath removal, the patient became hypotensive and had st elevation. Cardiopulmonary resuscitation (CPR) was initiated. An angiogram revealed a left main coronary occlusion. A snare was inserted in an attempt to pull the valve into the ascending aorta but was unsuccessful. Upon completion, on extracorporeal membrane oxygenation (ECMO) insertion, an angioplasty was performed and a stent was placed into the proximal left main coronary artery. Flow was restored and the patient was stable. No additional adverse patient effects were reported.